Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, review of service history, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service representative (fsr) completed troubleshooting of the instrument. This involved the issue was resolved by replacing the cuvette dry tip. Review of the instrument service history did not identify any other issues that may have contributed to the current event tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c8000 analyzer, list number 01g06, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated results while using the architect c8000 analyzer. The customer provided the following 3 examples of discrepant results: (B)(6). There has been no impact to patient management reported.